Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed, and the pacemaker, along with the right ventricular (rv) lead and right atrial (ra) lead, were explanted. Reportedly, during the procedure, one lead was shattered, and insulation was dissolved. This lead was extracted whole, but with difficulty. No additional adverse patient effects were reported. This ra lead will be returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including insulation tear. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact. The reported is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed, and the pacemaker, along with the right ventricular (rv) lead and right atrial (ra) lead, were explanted. Reportedly, during the procedure, one lead was shattered, and insulation was dissolved. This lead was extracted whole, but with difficulty. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.